Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead had fractured. During revision procedure the physician inactivated the lead rather than explanting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.